Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece. Final analysis found two full breached outer insulation degradations adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.